Event description:
It was reported that the pt has not been able to understand speech with their cochlear implant in the left ear. (The pt is bilaterally implanted.) The pt hears a buzzing sound in the left ear which is very different to what they hear in their right ear. Impedances have been normal since implantation. Within the past 2 months, the buzzing does not seem to disappear in the left ear and is on the whole time the implant is on. They have pain around the implant site that spreads down their neck on the left side. This pain has been present since implantation, it was recommended that the clinic attempt another test to re-assess their auditory nerve response, to compare it to the test that was performed during the implantation. However, the surgeon feels strongly that the device is not working properly and intends to reimplant the pt. The pt was informed by med-el that the recent testing of the device support a normal functioning device.